Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during internal testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive troubleshooting without duplicating the reported malfunction. The smart pneumatic module board was replaced as a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in the ER, the device displayed a "runtime calibration failure - 1051" message. Complainant alleged they power cycled the unit and continued to treat the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.